Manufacturer narrative:
Ge service rep performed an on site investigation. The alleged failure could not be duplicated. However, the service engineer reseated the power supply, connections, and fuses. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the table top movement was not working properly. No pt injury reported.